Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced transfer guard anomaly. It was reported that the blue transfer guard was at an angle and insulin flow was blocked. Customer reported that reservoir and infusion sets had to be changed often in a day. Issue was resolved with infusion set change.